Event description:
Medtronic received info that during the procedure, a piece of the locking mechanism broke off and was discovered and removed upon inspection of the pericardial wall at completion of the case. The surgeon acknowledged over-rotating the bipolar jaws, which resulted in the small plastic 'stop' of the device to break off in one piece. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion = cause of event cannot be determined as device has not been returned for analysis. Analysis: to date, the product has not been returned for analysis. Return of the device, however, is anticipated. Conclusion: without the return of the device for evaluation, no definitive conclusions can be drawn at this time. The surgeon acknowledged over-rotating the jaws, which reportedly resulted in the small plastic 'stop' of the device to break off. The piece was retrieved with no adverse patient effects. Upon receipt of the device, a thorough analysis will be performed and a follow up report will be submitted.